Event description:
Caller reported that the pump displayed a reset screen unexpectedly. There was no reported adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and provided instructions for placing the pump into storage mode. The customer was also advised to return the problematic pump using a pre-paid label within 10 days and to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.